Event description:
Customer reported receiving erratic readings on her freestyle freedom lite blood glucose meter. Customer reported receiving readings of 356 mg/dl, "lo" and 114 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device (B)(4) and test strips (lot no: 0823813) have been returned and an investigation using approved control solution has determined the complaint is not confirmed. All results were within range specification during control solution testing. Additionally, a review of the meter's internal memory log revealed results of 122 mg/dl, lo and 306 mg/dl, which were obtained within a 10 minute time frame. It should be noted: this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.